Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent insulin gauge fill estimates remained static. Reportedly, the customer filled the cartridges with cold insulin. Customer¿s blood glucose was 111 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.